Manufacturer narrative:
The device was returned for analysis. The reported foot break was not confirmed; however, the foot was displaced. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of dissection is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional device referenced is filed under a separate medwatch report number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide device were attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, an unspecified issue occurred with the first proglide device. When attempting to repositioned the second proglide device it would not move and became trapped in the tissue causing a dissection of the artery. A foot break occurred with the device. A cut down was performed to remove the device, foot and repair the dissection of the artery. The sheath was upsized to 16fr and the tavr procedure was completed. The artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.